Event description:
Caller reported a malfunction but did not provide a code and declined to document the issue further. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.